Manufacturer narrative:
Lens was returned dry in a microcentrifuge vial. There was clear surgical residue/debris on the product and white and clear residue on the lens surface. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1 diopter -12.0/+1.5/092 diopter into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 and (B)(6) 2017 the lens was re-positioned. On (B)(6) 2017, the lens was exchanged with a same size, but different model lens due to lens rotation not associated to a low vault. The lens exchange resolved the problem.